Manufacturer narrative:
B3: event date unknown g4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed good condition. Event history log confirmed multiple ¿high alarm displayed: downstream occlusion¿ messages. Functional testing replicated the reported issue; the device showed occlusion when connected to the set provided by the customer. The root cause was determined to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a high pressure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.